Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter extension tubing is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the device. A needleless injection cap was attached to the solo valve. A split was observed along the extension tubing of the device distal of the solo valve. A microscopic observation revealed a chevron-shaped split in the extension tubing. The split appeared to have a rough, uneven fracture surface with sharp fracture edges. The split fracture surface appears to be at an angle. The shape of the split suggests that damage from a sharp instrument may have contributed to the failure of the device. Inspection of the returned catheter revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by bd sales rep "I had a customer report that they had a PICC that was removed and needed replaced due to a leak in the clear stem between the needless connector and PICC hub. The PICC was placed at another facility and was placed on (B)(6)." No other information was provided.